Manufacturer narrative:
Concomitant product: 4068-52 lead , implanted: (B)(6) 1996.

Event description:
It was reported the patient underwent a pocket revision. Since then, a lead warning triggered on the right ventricular (rv) lead with highly variable and low impedance. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced pain at the implant site, and heart block which was associated with a confusional state. It was additionally noted that the rv lead experienced insulation failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.